Event description:
It was reported that a patient received a system error 2367 (resume error, critical error found) alarm during use of the homechoice machine. It is unknown whether or not the patient was connected to the device when this alarm occurred, though no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.